Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. A new rv lead was implanted. This rv lead has not been returned for analysis. No additional adverse patient effects were reported. Additional information was received. This lead was explanted due to elevated thresholds measurements. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to provide updated event description and updated impact codes. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance issue. A new rv lead was implanted. This rv lead has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.